Event description:
Country of complaint: (B)(6). Break of thread during veterinarian hernia surgery.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: 12 unopened and 1 opened pouches. There are no previous complaints of this code/batch. (B)(4). Twelve units were used for the analysis. All analyzed closed packs from the stock are tight. Tested the knot pull tensile strength of the samples and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.